Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
The customer reports the premature has inserted this product for 3 days. When the doctor tried to remove the uvc by hands, she found the uvc broke into two pieces. The doctor used the kelly clamp to clamped the uvc out of the patient immediately for fear that the uvc might remain in patient's body. Then she found the position where the uvc was clamped broke into many pieces again. The uvc has been removed from the patient in the end, and the situation of the patient was stable now.

Manufacturer narrative:
One used sample was received for testing and investigation. The sample presents remnants of blood inside the tubing. Additionally, the sample comes inside a generic bag. Magnified pictures were taken and the sample revealed that the broken parts have irregular cuts and one of the parts contains marking indicating the use of a sharp instrument. The complaint sample investigation concluded that this is not related to the manufacturing process.. Based on the available information, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time; therefore the most probable root cause can be considered as unintentional misuse; this defect was more likely damaged during use caused due to an inappropriate manipulation or damaged by a sharp object. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.